Event description:
A nurse reported that during a procedure, the laser embedded in the system did not work. An alternate laser unit was used to complete the case. There was no harm to the pt. The customer indicated they had not allowed enough time for the laser to boot up during the procedure as it worked fine afterwards.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).